Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb and memory pcb assemblies at the failure analysis center; however, the reported failure was not duplicated. Further conclusive cause of the reported failure could not be determined.

Event description:
It was reported that the device resets, powers off and back on its own. There was no report of patient use associated with the event.